Manufacturer narrative:
(B)(4). Evaluation summary: the event was confirmed; there was a gap observed between the graft cover and tapered tip. The gap was less than 1mm, which is within manufacturing specification.

Event description:
A valiant stent graft was selected for endovascular treatment of a thoracic aortic aneurysm. A gap between the tapered tip and the graft cover was observed when the package was opened. Another device was used and the procedure was successfully completed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.